Event description:
Device 3 of 3: reference MFR report: 1627487-2011-09101, reference MFR report: 1627487-2011-09102. The pt received the scs system on (B)(6) 2010. It was reported that the entire system was explanted on (B)(6) 2011 due to an infection found at the ipg pocket site. The pt has been treated with antibiotics intravenously. The explanted leads were discarded by the facility and the ipg was returned to sjm. Follow-up on the pt indicated he is recovering and doing well.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: product was received. No visual anomalies noted. The event cannot be confirmed through product analysis testing. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.